Event description:
The customer reports an evis exera ii ultrasound gastrovideoscope had a leak at the distal tip. Upon evaluation /inspection of the returned device, olympus noted there was a large cut/gap in the pink rubber glue of the probe unit causing the leak. There is no patient impact associated with this occurrence.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. Upon evaluation /inspection of the returned device, olympus noted there was a large cut/gap in the pink rubber glue of the probe unit causing the leak. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the large cut in the pink rubber glue of the probe unit likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-dec-2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.